Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) investigated the customer's complaint with display error. Fse inspected the display panel and cleaned video cable. Reviewed logs and found no failures. Functional tested without any issue. No problem found. Cardiosave services completed, safety, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump had an issue as display intermittently goes out. No patient involved. No harm.